Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on the glucose monitor. Cause of low bg was unknown. Customer consumed carbohydrates to address bg. However, the customer received third party assistance from their spouse, who provided customer with sugar, no injury reported. Recommendation was made to consult with a healthcare provider to discuss diabetes management.